Event description:
The customer would like the run data file investigated to determine a possible cause for wbc failure. The customer reported the platelet product had greater than expected wbc content ((B)(4)). The patient information is not available at this time. This report is being filed due to the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.